Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing, the controller display malfunctioned and pixels off due to a faulty lcd module. The most likely root cause of the reported event can be attributed to a faulty lcd module with the controller display. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient noted to have missing pixels on the second line of data information on his controller lcd screen rendering the second line of information unreadable. The controller was exchanged, with no reported consequence or impact to the patient and resolved the issue.